Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported in 2015 that patient had less than 10% battery remaining with system diagnostics within normal limits. There were no complaints associated with this report. The patient was to be referred for a battery replacement at the time. Further information was received on 11/22/2022 reporting that patient experienced increased seizures spring of 2015; and had a battery replacement on (B)(6) 2015. No other relevant information has been received to date.